Event description:
After the patient went through a security gate at a store, the implantable neurostimulator (ins) turned off by itself. There was no known accident or incident related to the event. It was noted that at the time of the event that the "magnet" (reed switch) was enabled. The "magnet" (reed switch) was disabled in 2009 and the incidences at the store stopped. Impedance measurements were normal. It was also noted "unable to duplicate occurrence in office and statistics do not confirm repots of family." Follow-up with the patient's healthcare professional was recommended. Additional information has been requested, a follow-up report will be sent if additional information becomes available.